Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a failure of the left breast to drop like the right breast had. This led to malposition of the left breast. Furthermore, the left breast became firmer coupled with pain. Subsequently, their health professional diagnosed them with baker grade IV capsular contracture of the left breast. As result the patient will undergo removal and replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 600cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced a failure of the left breast to drop like the right breast had. This led to malposition of the left breast. Furthermore, the left breast became firmer coupled with pain. Subsequently, their health professional diagnosed them with baker grade IV capsular contracture of the left breast. As result the patient will undergo removal and replacement on (B)(6) 2022.

Manufacturer narrative:
On march 28, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It was discovered that in the first follow-up report, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions were missing the submission codes appropriate for the device returning and analysis pending. Manufacturer¿s reference number: (B)(4) in the first follow-up report submitted, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions should have been populated with codes b01, c21, and d16, respectively. The device had been returned to mentor and the evaluation was pending at the time.

Manufacturer narrative:
On march 11, 2022, the mentor analysis lab received the medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information provided indicated the patient underwent replacement with a 600cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).